Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to lcd board. Unable to confirm missing segments/partial display, keypad anomaly, low battery alert and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s current blood glucose level was unknown at the time of the incident. The customer reported the lcd screen come and goes, the buttons don¿t respond and its alarming the battery is low. The customer changed the battery yesterday and states the insulin pump has a crack. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.